Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) had system over temperature alarm. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6(medical device problem code, investigation type, investigation findings, investigation conclusion, component code), h11.it was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a system over temperature issue. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. When connected to ac, the unit recognized ac, but was failing to commence battery charging. The batteries were warm to the touch. The fse felt significant heat coming from the console when close to the grill over the battery bays. Both fans were operating. The unit was not charging or depleting the batteries. The unit commenced charging batteries once the unit was powered off and left aside for about an hour. The power activity log showed behavior of the unit recognizing the bulk senior while not charging batteries. The fse replaced the power management board and successfully observed the unit charging the batteries. The fse returned onsite and reassessed battery operation. The unit failed to charge the batteries after running on batteries for about an hour. The vacuum regulator was reading slightly lower at 285 mmhg after running a simulated treatment. The fse replaced the drive regulator and the power slot interface board as a precaution. The unit was calibrated and passed all functional and safety tests per factory specifications.the failure analysis and testing dept. Received the following parts associated with this complaint parts were received with a reported failure of a system overtemp, batteries not charging, and lower vacuum pressure. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part. No failure confirmed boards. Regulator had the pressure low but was able to be adjusted. No fault found.retaining the parts in the failure analysis and testing department per procedure. The most probable root cause for the power management board is component reliability or an unseated pcb. The most probable root cause for the power slot interface board is interface compatibility. This malfunction can be intermittent. Therefore, the root cause is impossible to define. The most probable root cause for the drive regulator is excessive stress or fatigue.